Event description:
It was reported that pump experienced malfunction alarm with code 9, and no notable events occurred before the issue. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to call back if malfunction code recurred, which caller acknowledged and understood.